Event description:
On (B)(6) 2012, the reporter contacted animas and stated that for about a week, the up arrow keypad button was intermittently responsive and required multiple button presses to elicit a response. It was noted that the up arrow keypad button symbol was worn off. The reporter denied damage to the keypad. It was not indicated as to how the patient wore the pump or how the patient cleaned the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok, up arrow and down arrow keypad buttons were intermittently responsive. The down arrow keypad button responded to button presses as expected. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.